Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51mg/dl. Low bg cause was not known. Customer¿consumed glucagon ¿to address bg. Technical support suggested the customer consult a healthcare professional to better manage bg levels.